Event description:
It was reported when using the pyxis medstation es system, the drawers encountered a failure, indicating that the device was not recognized on the bus. The customer reported that the malfunction resulted in delay in administrating medication to the patient. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was concluded that the connections were not adequately seated. The field service engineer disconnected and reconnected all connections at the impacted cabinets and performed a reboot following the installation of all updates. The engineer advised implementing regular power downs and reboots to prevent future issues. The system functioned as intended after the field service engineer troubleshooted the device.